Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and magnification inspection identified broken occluder feet. Functional testing performed included leak, clear passage test, and clamp function test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The leak was determined to be caused by the home patient¿s using alcohol solution on their hands while using the transfer set. Use errors and proper user instructions provided, ¿do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked. The plastic inside the twist clamp was broken, at blue thread of the connector. There was no patient injury or medical intervention associated with this event. No additional information is available.